Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite video system center had b30 error. Upon inspection and evaluation, the image is not visible. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue ¿error b30¿ was confirmed. The following findings were also noted during device evaluation: battery on the printed circuit board ran out -consumption, and printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.